Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An a1108 mayfield triad clamp was involved in an event which was described as: a patient was turned prone for an unspecified procedure. While trying to flex the neck one pin slipped tearing the scalp. There was a surgical delay of 10 minutes due to suturing of laceration and changing head clamp pins. Surgeon feels it is unlikely due to anything mechanical however, when the triad clamp was sent to the biomed, they found that it was difficult to turn knob into locked position.